Manufacturer narrative:
Product complaint # pc-(B)(6) date sent to the FDA: 09/03/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary according to the information received, suture breakage. An opened box with five packets of product code 18501 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the five packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary according to the information received, suture breakage. Visual analysis of the returned product revealed that one opened sample of product code 18501 (one needle and a suture piece) was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the swage of the needle was observed with marks due to use and the ends of the suture were observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary according to the information received, suture breakage. Visual analysis of the returned product revealed that one opened sample product code 18501 (a needle and two suture pieces) were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the swage of the needle was observed with marks due to use and the ends of the suture were observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary according to the information received, suture breakage. Visual analysis of the returned product revealed that one opened sample product code 18501 was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the end of the suture suture was observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot a manufacturing record evaluation was performed for the finished device lot number qmbcjb and no non-conformances related to the reported complaint condition were identified. Device history lot from device returned from a different lot a manufacturing record evaluation was performed for the finished device lot number qgbcjd and no non-conformances related to the reported complaint condition were identified. Mfg. Date: jun/11/2020 exp. Date: may/31/2025 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke with lot # qmbcjb during this one procedure? Please explain why lot # qgbcjd was also returned for evaluation. Was lot # qgbcjd also used and broken during use on this patient during this same procedure?

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: please provide procedure date - unknown. When did the suture breakage occurred, before use on patient (pre-op), during use on patient (intra-op) or after use on patient(post-op)? - intra-op. Please provide status of product return - product will be returned for investigation. Please provide lot number - qmbcjb. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a dental procedure on an unknown date in 2021 and suture was used. The suture broke during use. The procedure was successfully completed and there were no adverse patient consequences reported. Additional information was requested.